Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Medical devices: therapy date of concomitant device is unknown. A device history record review was performed: part # 03.632.036 ; synthes lot # h236302 ; supplier lot # (B)(4); release to warehouse date: 24 jul 2017 ; supplier: (B)(4). No ncr's were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product development investigation was performed for the subject device: the matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. The returned matrix holding sleeve (03.632.036) was examined and the threaded tip was found to be broken and missing a segment (approximately 1.2mm x 6.5mm in diameter ¿ calipers ca301). No dimensional analysis was able to be completed due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level (03_632_001 and inner shaft (03_632_001_1). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Dco and CAPA (april were implemented to address the failure mode of the holding sleeve threaded tips breaking. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes. A device history review, including material and material hardness reviews, was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a l4-5 transforaminal lumbar interbody fusion (tlif) procedure using bilateral screws and rods, a screwdriver sleeve begun to unthread. The surgeon was inserting a screw into the l5 vertebral body on the left side of the patient when the sleeve begun to unthread. It was noted by the sales consultant that the tip of the tip of the driver sleeve had begun to break off. The driver sleeve was immediately removed from the surgery and replaced with another available driver sleeve. The surgery was successfully completed using the new driver sleeve. There was no reported surgical delay or harm to the patient. Reported concomitant device: unknown screws (part number unknown, lot number unknown, quantity 1). This is report 1 of 1 for (B)(4).